Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a patient with a 27mm 6900ptfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to unknown reason. The ttvr was performed with a 29mm 9600tfx transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
The investigation is still in progress. Therefore; a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.